Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had drawer failure. The field service engineer replaced back up battery and dusted e drawer. Installed bumper kit and network plugs. The fse also replaced insect latch for full height drawer 6 where magnet is out of insep latch. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer issue. The customer stated that the station postop2 drawer needs maintenance. There were no adverse events or injuries reported based on this event.